Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. The blood glucose was unknown. The customer stated that contact on the battery cap was neither damaged nor corroded and the spring was not damaged. The display did not turned after insulin pump restart. The insulin pump was broken and exposed to the moisture. The device will be returned for the analysis.

Manufacturer narrative:
After battery installation, the device powered up with a white display with a gray spot in the middle of the screen. The text was difficult to read. After further examination of the unit¿s interior, there were signs of previous moisture presence and corrosion on electrical board 1 around the battery connectors and on the back of the lcd screen. Unable to perform displacement, sleep current measurement, active current measurement, or self tests due to the display anomaly. Device received with a crack on the battery tube which extends to the top where the battery threads are located. Also the middle keypad button is cracked.